Event description:
The customer reported that his blood glucose reached 300 mg/dl. He also said that the pod alarmed during normal activity, and when the pod was removed, it was noticed that there was blood in the cannula.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.